Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® serum that seventeen (17) tubes were leaking sample from the cap. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received one (1) photo for investigation. After review and analysis of the customer photo, no tube leakage is seen in the photo. Additionally, 30 retained samples were visually inspected for broken or damaged products, and all were found to be within specification. Furthermore, 10 retained samples underwent functional tests for brittleness, and all passed without failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: broken/leaking. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® serum that seventeen (17) tubes were leaking sample from the cap. There was no health impact or consequence reported.